Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the external pulse generator (epg) had a broken control knob, although it was noted that the menu control knob was missing. It was further noted that the ventricular output connector was broken and the upper case was broken around the menu encoder. Additionally, the lower case was damaged from a pinched main seal and both wires on the liquid crystal display were pinched (not compromised). All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken control knob. There was no patient involvement.